Event description:
3 pm exposed to pf latex exam gloves by kimberly-clark during surgical followup exam. Nurse and dr. Had noted records and continuously had been told of severe allergy to latex. Pt was put in an exam room where nrl gloves were present. Pt exited room as soon as they realized nrl gloves were there. Dr moved pt to anoter exam room and completed exam. Pt started experiencing symptoms of allergic reaction. Self medicated, and pt asked dr. To note exposure in chart. He stated he doesn't use nrl only nitrile gloves this is the first time pt has encountered nrl in his office. Pt went to members service in same building to report exposure. Pt then started having chest pressure, the secretary called a code 1. Pt was taken to ER by wheelchair. Pt was treated for anaphylactic allergic reaction to latex with epinephrine, zantac, and benadryl. No steroids because pt had just completed long term dosage. Pt left ER for home 6 hours later 9 pm.